Event description:
The reporter's relative did back to back blood glucose tests, within 10 minutes. Results were 130 and 280 mg/dl. Pt did not have any symptoms. Control solution testing was not done due to lack of supplies. On followup, with the meter owner, the tests reported were verified. The confirmation dot on the test strip is checked for enough blood, though pt sometimes has a difficult time getting enough blood. It was learned that pt had never cleaned the meter. No harm was alleged.